Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report updates the information in b5 and corrects the device code in h6. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis. It was later confirmed that the abnormal parameter was the pacing threshold measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report updates the information in b5 and corrects the device code in h6. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. It was later confirmed that the abnormal parameter was the pacing threshold measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.